Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was with intermittent button response due to moisture damage on the keypad trace. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose was 202 mg/dl. The customer stated that the act button is not working. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.